Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The catheter was determined to be occluded and was replaced. The pump was replaced to avoid in-vivo battery depletion. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver fentanyl, clonidine, and bupivacaine.